Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Event description was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing and connecting tube issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿please attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective.¿ olympus will continue to monitor field performance for this device.

Event description:
Through conducting interview surveys from the hospital regarding physical disorders and deterioration of symptoms, it was confirmed that none of the patients who were examined with the scope were affected. The number of patients involved was not disclosed.

Event description:
The customer reported to olympus, during reprocessing, the cleaning tube of the endoscope reprocessor was not connected. It was noted that the non-olympus scope cleaned with the subject device was used in several patient (number of patients unconfirmed) and a patient is being investigated and discussed in the hospital. There was no harm or user injury reported due to the event. Additional information has been requested regarding any possible consequences to a patient. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.